Event description:
It was reported that the patient's pump was recently refilled and the nurse had just got a phone call from the patient's family stating the patient was complaining of the pump was making a sound like "ticking." It was reported that the patient was getting good therapy. The pump was infusing lioresal. No symptoms or interventions were reported. Additional information reported that the pump was alarming. The cause of the event was unknown. The pump was turned down in case motor stall recovered. The patient recovered without permanent impairment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
It was reported that a motor stall was confirmed in the event logs with no recorded recovery. The motor stall occurred on (B)(6) 2014 and a stop pump period may exceed a tube set occurred on (B)(6) 2014. The patient was reportedly fine and had no withdrawal or spasticity. The patient¿s last refill was on (B)(6) 2014. Setting the pump to minimum rate mode was discussed. The pump was used to deliver lioresal. No intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.